Event description:
Orthopediatrics was told patient had doctor remove a proximal screw from nail to find the nail had broken through the transverse screw hole. The nail has been left in for now, awaiting a date to remove and replace. 9mm adolescent nail, length unknown at the moment.